Event description:
During a pulmonary vein isolation procedure, a cardiac perforation occurred. While ablating just past the left atrial appendage, the patient became hypotensive. A cardiac perforation was confirmed by x-ray and a transesophageal echocardiogram. A pericardiocentesis was performed and a drain placed; however, the patient's blood pressure continued to decrease. Surgical repair of a tear in the left atrial appendage was performed to stabilize the patient. A large dilated left atrium and a thin left atrial appendage was thought to contribute to the perforation. The patient is stable and recovering. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection with sjm specifications and procedures. The cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk with the use of this device.